Event description:
A vaxcel custom pasv PICC kit was placed for therapeutic purposes in 2001. In about 2 1/2 weeks, a fracture occurred 20 centimeters distal to the suture wing. The PICC was replaced.